Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads were removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.